Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. There was blood on the proximal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4568-45 lead, implanted on (B)(6) 2000 product event summary: the lead was returned for analysis and in addition, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and rising bi-polar impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.